Event description:
On 12/10/24 an ilet user reported the experienced a high blood glucose (bg) event resulting in hospitalization. The event occurred on 12/10/24. The user reported high bg levels since midnight, with a maximum of 399 mg/dl. The user had changed their cartridge the previous day but not the infusion site. Customer care support assisted the user in switching out the infusion site and priming the tubing. Despite manual insulin correction, bg remained elevated. Later that day, the user went to the ER after a fingerstick bg reading of 542 mg/dl. They were treated with IV fluids and monitored but did not receive insulin. The user remained on the ilet system during their ER visit. After the event, bg levels improved, and by the time the user was discharged, their bg was 173 mg/dl. The user has since scheduled a follow-up with their endocrinologist. The user reported symptoms of headache, sore eyes, and thirstiness during the event. The user resumed using the ilet after the event. The user was using a dexcom g7 continuous glucose monitor (cgm) at the time of the incident.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.